Manufacturer narrative:
This ipg serial number is included in a field advisory. 1627487-09042012-003-r. (B)(4).

Event description:
It was reported the patient's ((B)(6)) ipg is unable to communicate with patient's programmer or charging system. As a result, the patient lost stimulation. An sjm representative met with the patient and confirmed no communication with the ipg. Additionally, it was reported the patient charged the ipg a week ago. In turn, surgical intervention was undertaken to explant and replace the ipg which resolved the issue.